Event description:
It was reported that during a superficial femoral artery treatment procedure, deployment issues were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the mildly tortuous and moderately calcified superficial femoral artery and was pre dilated with another manufacturer's balloon catheter. A unknown guide wire was placed and a 5x60x1350 sentinol self-expanding nitinol vascular stent system was advanced over the guide wire. When the physician wanted to release the stent "it jumped and twisted in itself and caused a blockage in patient artery which finally got opened by opening balloon inside the stent, but not completely." The procedure was completed with another of the same device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that when the doctor released the stent, "it had not been completely opened because it had jumped". After that physician made an attempt to open the artery by balloon which could open "just a small way to have the flow at distal part. In fact, the balloon was opened completely but the stent had not been completely opened."